Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-aug-2025, the user¿s sister reported fluctuations in blood glucose (bg), with lows of 64 mg/dl and highs up to 292 mg/dl. The low bg was treated with orange juice, and the high bg was corrected by the ilet's corrective insulin. The agent reviewed reports and noted that the past high bg was related to incorrect infusion set insertions, advising discussion with the healthcare provider regarding a possible factory reset. No symptoms were reported by the user during the event. No medical intervention was required at the time of call.